Event description:
It was reported that the customer experienced damage to the tandem charging cable and wall adapter, which prevented them from completing a pump reset using the charging supplies. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies using 2-day shipping.